Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had a call your doctor screen with por message. Patient services reviewed that the por message needed to be cleared by a clinician programmer. The patient noted a revision surgery that could be related to the issue. The patient was redirected to their healthcare provider. No patient symptoms were reported. No further complications were reported.